Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing scheduled onsite maintenance for the device, a philips field service engineer (fse) discovered that the battery pca needed replacement. The device was not in use on a patient.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
While performing scheduled onsite maintenance for the device, a philips field service engineer (fse) discovered that the battery pca needed replacement. The fse was dispatched to the customer site. The fse determined the battery pca needed replacement due to the bent pins observed. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. The fse replaced the battery pca and the device remains at the customer site. No further investigation is warranted related to the resolution of this event. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J3 through j7 were contaminated.